Event description:
The history of breast augmentation in 1982. Recent mammograms showed possible rupture of breast implants. Elective removal done on 3/26. Right implant found ruptured with extruded gel material clearly evident. The left implant was found intact & removed. Insertion was done elsewhere, MFR not known. Implants sent to pathology then after exam given to pt's family.